Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all labels were still intact and no physical damage was found on the device. Functional testing could not confirm the customer reported issue. However, as a result of checking the log, it confirmed that the cassette was removed on (B)(6) 2022 and after the reservoir volume and dosed volume were reset, the power was turned off and records show that the cassette was attached the following day, (B)(6) 2022. Possible defective downstream sensor. Which will be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that during the use of the pump, a "no disposable, pump won't run" alarm went off. The customer changed it to another one, and the alarm was settled. No patient injury was reported.